Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a separation of the drip chamber from the tubing of an IV set during an infusion of cisplatin 122mg, rate not specified. The chemo reportedly leaked and made contact with the patient on the right side of her face. The patient was showered and had her eyes washed. No medical intervention was required and there was no lasting harm.